Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was giving inaccurate readings. He stated that the issues began around the time he started taking a high blood pressure medication. He stated that the sensor readings were severely fluctuating when the blood glucose was not. He stated that he was previously advised that he was overcalibrating and that he has made changes since then. Customer reported no site issues or swelling. He found jagged sensor tracings and that the sensor glucose reading was not trending in the same direction as the blood glucose. The blood glucose reading was 167 mg/dl. Nothing further was reported.